Manufacturer narrative:
No sample was returned for evaluation. Analysis of the retain sample from the same master lot as lot 406501 confirmed the product as c3f8 and meets all release criteria.

Event description:
(B)(4) clinical trial study, (B)(6), subject (B)(6). A healthcare professional reported that a patient experienced mild postoperative secondary high intraocular pressure in the right eye following vitrectomy+ vitreous puncture injection+retinal laser photocoagulation+complex retinal detachment internal pressure repair surgery. Drug therapy was given, patient recovered.